Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced and a condenser was installed for moisture management. The unit was returned to service.

Event description:
The hospital reported that mechanical ventilation did not function as expected; no bellows movement was noted. There was no report of patient involvement.